Event description:
The ventilator activated 'low pressure' alarm. While a caregiver was checking the ventilator, it beeped three times and shut down. It was noted that the ventilator was running on internal battery. Please note that there was no death or no severe injury involved in the incident.